Manufacturer narrative:
(B)(4) the results of the investigation concluded that the coated distal tube had been fractured with subsequent fracture of the microcables and corewire. The fractured section was not returned. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the guidewire damage is consistent with forcible contact during use. The pressurewire instructions for use (IFU) states that excessive manipulation of the pressurewire when the sensor element or pressurewire tip is located in sharp bend may cause damage or tip fracture. The pressurewire instructions for use (IFU) states that torquing the pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip.

Event description:
The patient presented with chest pain and atrial tachycardia. A pressurewire aeris was used to measure ffr and then used as a guidewire to deliver two stents into two lesions. The proximal stent could not be expanded. An angiogram revealed that the 30mm tip of the pressurewire had broken off and was positioned at the distal end of the stent. Multiple attempts to snare the tip were unsuccessful and surgical intervention was not an option at the facility. After 3 hours the procedure was abandoned and the patient was placed in intensive care; however after 6 hours the patient suffered an anterior infarction. Another attempt was made to balloon the stent with additional pressure. The stent was able to be ballooned by a fraction and the patient stabilized. It was reported that the patient had significant collaterals and the physician believed that the issue could have been caused by a ring of fibrous tissue near the middle of the stent. The physician considered the stent to be the main cause of the anterior infarction. It was also reported that there may have been an attempt to remove the pressurewire during the ballooning process and it may have been snagged under the deployed stent.